Event description:
A malfunction alarm with code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer received assistance in resetting the pump from the technical support team, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, and they understood and acknowledged these instructions.